Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding/ irregular bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. 802745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) since 2016, fludrocortisone, loperamide hydrochloride (lomotil) and paroxetine hydrochloride (paxil). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fibromyalgia ("autoimmune diagnosed : fibromyalgia") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted hysterectomy, bilateral salpingectomy with davinci robot and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, seizure, abdominal pain, dysmenorrhoea, fibromyalgia, psychological trauma, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fibromyalgia, genital haemorrhage, hormone level abnormal, pelvic pain, psychological trauma, seizure and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) - bilateral occlusion impression: the findings would suggest successful essure closure.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fibromyalgia ("autoimmune diagnosed: fibromyalgia") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral}, hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, dysmenorrhoea, fibromyalgia, psychological trauma, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fibromyalgia, genital haemorrhage, hormone level abnormal, pelvic pain, psychological trauma, seizure and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Previously reported event "injury" was updated to pelvic pain. Events : general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), autoimmune diagnosed : fibromyalgia, injury, hormonal changes, weight gain, seizures were added. Lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding/ irregular bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. 802745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) since 2016, fludrocortisone, loperamide hydrochloride (lomotil) and paroxetine hydrochloride (paxil). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fibromyalgia ("autoimmune diagnosed: fibromyalgia") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted hysterectomy, bilateral salpingectomy with davinci robot and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, seizure, abdominal pain, dysmenorrhoea, fibromyalgia, psychological trauma, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fibromyalgia, genital haemorrhage, hormone level abnormal, pelvic pain, psychological trauma, seizure and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified) - bilateral occlusion impression : the findings would suggest successful essure closure.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-dec-2019: plaintiff fact sheet received: lot no. Was added. Outcome of event pelvic pain was updated as recovered/resolved. Reporter's information, medical history, concomitant condition, lab data were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.